Event description:
Pump declared an altitude alarm, causing no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Caller resumed insulin use with the original cartridge without needing a replacement. Cts provided tips for preventing altitude alarms, which the caller understood and acknowledged.